Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("right essure coil slipped out of fallopian tube and was 3 inches away from bursting babies embryo sac") and pregnancy with contraceptive device ("subsequently became pregnant/pregnancy (no complications),") in a 22-year-old female patient who had essure (batch no. C51058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (total number of pregnancies: 6) and parity 6 (live births: 6 for each live birth, please provide the date of the birth: (B)(6) 2007, (B)(6) 2009, (B)(6) 2012 ,(B)(6) 2013, (B)(6) 2015 and (B)(6) 2017.). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,") and vaginal infection ("vaginal infection"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (underwent bilateral partial salpingectomy) and surgery (b/l salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, abdominal pain, dyspareunia, migraine, headache, hormone level abnormal, nausea, weight increased and vaginal infection outcome was unknown. The pregnancy outcome was not reported. The elective caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, device expulsion, dyspareunia, headache, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, in her 39`h week of pregnancy, the plaintiff was hospitalized requesting a primary cesarean section and permanent sterilization to address essure failure. At that time, she underwent a c-section and bilateral partial salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2015: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as right essure coil slipped out of fallopian tube and was 3 inches away from bursting babies embryo sac, hormonal changes, pregnancy (no complications), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain and weight gain. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("right essure coil slipped out of fallopian tube and was 3 inches away from bursting babies embryo sac") and pregnancy with contraceptive device ("subsequently became pregnant/pregnancy (no complications),") in a 22-year-old female patient who had essure (batch no. C51058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (total number of pregnancies: 6) and parity 6 (live births: 6 for each live birth, please provide the date of the birth: (B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017.). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,") and vaginal infection ("vaginal infection"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place beginning at week 39 of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (underwent bilateral partial salpingectomy) and surgery (b/l salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, abdominal pain, dyspareunia, migraine, headache, hormone level abnormal, nausea, weight increased and vaginal infection outcome was unknown. The pregnancy outcome was not reported. The elective caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, device expulsion, dyspareunia, headache, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, in her 39`h week of pregnancy, the plaintiff was hospitalized requesting a primary cesarean section and permanent sterilization to address essure failure. At that time, she underwent a c-section and bilateral partial salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2015: total bilateral occlusion. Final pathologic diagnosis: 2 & 3: left and right fallopian tubes: complete luminal cross sections of two histologically unremarkable fallopian tubes. Gross description: non-histology specimen: fallopian tube, sterilization: received in formalin labeled "portion of left fallopian tube" is a tubular portion of soft to rubbery glistening tissue measuring 3.2 cm in length and 0.7 cm in diameter with attached fimbria. Representative cross sections are submitted. Fallopian tube, sterilization: received in formalin labeled "portion of right fallopian tube" was a tubular portion of soft to rubbery glistening tissue measuring 2.0 cm in length and 0.7 cm in diameter. Representative cross sections are submitted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("subsequently became pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent bilateral partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The elective caesarean delivery occurred on(B)(6) 2017. The reporter considered abdominal pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2017, in her (B)(6) of pregnancy, the plaintiff was hospitalized requesting a primary cesarean section and permanent sterilization to address essure failure. At that time, she underwent a c-section and bilateral partial salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.